Manufacturer narrative:
The instrument has been returned to isi and evaluated by failure analysis (fa). Fa investigations confirmed the customer reported complaint of a "damaged hook". The instrument¿s conductor wire was found to be broken at the weld after the clevis was cut off for inspection during fa. The instrument¿s yaw pulley also exhibited charring and a broken boss feature. On 23-mar-2018, the site provided a video of the surgical procedure. Based on a review of the video, it was determined that the insulation of the instrument's cautery wire was damaged prior to use in the case. The I&a manual provides the following general precaution and warning for permanent cautery instruments: "warning: always inspect the instrument and instrument tip for abnormalities before use. Do not use the instrument if any abnormalities are observed." The I&a manual also states: "inspection before use - before use, examine the entire instrument for damage. If you observe cracks or other damage, or if the tip appears loose, do not use the instrument. Examples of damage include: defects on the hook or spatula tip, damage to the ceramic piece connecting the tip to the wrist, cracked or broken pulleys, cuts on the insulation over the wires, broken energy cord connector, and cracks or scratches on the shaft. In addition, burned tissue was observed on the liver. However, the surgeon reportedly did not take any action to prevent permanent injury as a result of the arcing. The procedure appears to have been extended due to bleeding after the gall bladder was separated. However, the site indicated that they did not believe the bleeding was caused by the pch instrument. Also, the site indicated that no medical intervention was administered due to any operative complications. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: while there was no evidence that a serious patient injury occurred, the reported failure found during fa could cause or contribute to an adverse event if it were to recur.

Event description:
It was initially reported that during a da vinci-assisted cholecystectomy procedure, the permanent cautery hook (pch) instrument had an unspecified issue and the patient sustained an unspecified injury. On 26-mar-2018, intuitive surgical, inc. (Isi) obtained the following follow-up information from the site regarding the reported event: the pch instrument allegedly "became hot not only at the top but also further back, at least there is a small smoke development." The instrument issue occurred while the surgeon was attempting to coagulate with the device. No additional medical intervention was administered due to any operative complications. In addition, no additional anesthesia was administered to the patient.

Manufacturer narrative:
Based on additional evaluation, this complaint is being re-assessed as an adverse event and product problem rather than just a product problem. It was reported that the patient sustained an unspecified injury. Additionally, video provided by the user contained evidence of burns to the liver and bleeding after gallbladder separation, which required medical intervention to resolve. (B)(4).